Event description:
Mother walked out of room and said tubing had come disconnected when they set patient on the floor to play. I walked in and immediately paused the chemotherapy (chemo) channel that was infusing 24 hour cytarabine. 3 drops of chemo liquid were noted on playmat and was wiped up. Equashield female and male piece still attached to clave on patient's port with blood backed up and starting to come out of equashield pieces. Tubing had come unattached from swivel connector that luer locks on and shouldn't be able to be disconnected. I had started the chemo the day before and twisted this piece around to ensure that it was securely in place.